Event description:
It was reported that the vns patient underwent a full revision surgery on (B)(6) 2012 due to a lead fracture and generator being at end of service. Attempts for additional information are underway but no further information has been received. Attempts for the return of the explanted generator and lead were made but they have not been received by the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted lead. Portions of the lead assembly (body) including the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 220mm portion the connector pin quadfilar coil appeared to be broken approximately 118mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. It is unknown if the break occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The abraded openings found on the outer and inner silicone tubes near the break location, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator was completed on (B)(4) 2013. The device was found to be at end or service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2013 when the explanted lead and generator were returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2013 when the physician reported that a lead break was visualized during surgery but diagnostics were not performed to confirm high impedance. It was unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. X-rays were taken prior to surgery and it was reported that they would be sent to the manufacturer for review but they have not been received. The explanted lead and generator have not been returned to the manufacturer for product analysis to date.